Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The active tip does not shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were able to work. The electrode will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr tripolar 90 suction elect: device was not returned in the original packaging. The active tip was in a clean condition, however this was procedural debris around the shaft. No visible damage to the device. Saline residue visible in suction tube. Suction control valve received closed. The electrical test was performed, all parameters passed the test. Functional testing was conducted using vapr vue generator gml3723/4; the full test passed. Manufacturer summary: the customer reported fault was that the device would not function during the procedure, this could not be confirmed during testing at olympus. Testing shows the returned device successfully passed flow testing, electrical testing, functional testing and activation performance remained consistent and we were unable to reproduce the reported issue. The complaint device was found to meet the manufacturers specification; therefore, no further investigation is possible. The root cause of the customer reported issue could not be determined. A DHR review has been performed for the complaint device lot number u2102092; no issues (ncrs or deviations) with the manufacturing process have been indicated at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in belgium that during a shoulder arthroscopy procedure on 9/30/2021, it was observed that the vapr tripolar 90 suction electrode device did not function. During in-house engineering evaluation, it was determined that the suction tube on the device showed saline residues. Another like device was used to complete the procedure with a delay of two minutes. There were no adverse patient consequences reported. No additional information was provided.